Event description:
The st. Jude medical representative reported noise on the stored electrograms. The noise was apparent and sensed at high gain settings. The noise was reproducible and again sensed at high gain settings. The lead was suspect as the noise was reproducible. Pli and threshold measurements were consistent and fine. The decision was made to explant the lead.